Event description:
It was reported via repair work order that the siderail was missing. It was also reported that the power cord ground prong was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.